Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a working outlet and wait for 30 minutes, after which the pump began charging successfully.